Event description:
It was reported that the user experienced hypoglycemia after dinner announcements while using the ilet bionic pancreas, with a lowest reported blood glucose of 53 mg/dl, and the event was addressed with oral glucose. Symptoms included signs consistent with hypoglycemia. Outcomes included self-treatment without third-party intervention or medical assistance and no hospitalization. Investigation included review of available reports by a remote trainer. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with undetermined cause and that training follow-up would be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance